Event description:
Surgeon reported a nail broken at the distal end and also a distal screw broken. Surgeon stated the fracture is healed. Review of the x-ray shows an early shift at the fracture site which put stress on the distal tip of the nail which caused the break. Surgery required to remove the broken nail. No replacement used due to the fracture being healed. No indication of product defect.